Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient¿s ipg was not charged and it was found out that the ipg was placed upside down in the pocket. The patient will undergo battery replacement

Event description:
A report was received that the patient¿s ipg was not charged and it was found out that the ipg was placed upside down in the pocket. The patient will undergo battery replacement